Event description:
The customer obtained a nonreproducible, higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Vitros troponin I es result = 0.967 ng/ml verses corrected result 0.034 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was reported outside of the laboratory, and a corrected report was issued. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing had contributed to the event could not be ruled out. The investigation did not find evidence to indicate that the customer¿s vitros reagent had malfunctioned. The possibility that unexpected vitros analyzer performance contributed to the event could not be ruled out.